Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device as it was no longer functional. A surgical procedure was performed, during which, it was noted that the pump did not perform as expected; therefore, the entire ipp was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.